Event description:
The device was used during a bullectomy procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device and converted to a laparotomy and resected the tissue at the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.